Event description:
Travenous automatic defibrillator implanted 5/96. In 8/97 the defibrillation threshold had increased and was no longer acceptable. Since an svc coil was not able to improve the threshold, it was put in ivc position, the ivc coil migrated into the rv and on 11/17/1997 the device discharged and the battery depleted due to a short circuit. The sys was revised without difficulty and the pt had a good outcome.